Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws and ejected when the device was fired out of the patient at the 1st firing. The clip did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4).